Event description:
Title: surgical scissors. Potts scissors broke (one blade of scissors broke off) while surgeon cutting the plaque in femoral artery. Broken blade found and removed from surgical site. [The scissors are referred to as a "coronary scissor." The scissors are a multiple-use device that is included in the surgeon surgical tray. The scissors are cleaned and sterilized with the other surgical instruments after use. Central processing in the hosp combines instruments in the surgical trays to the physicians' preferences, so the trays may contain multiple instruments from various manufacturers. Instruments are replaced as they become lost or fail. The MFR recommendation for inspection of the device is not known. This is the first incident of this type at this facility. The surgeon and the or staff report there were no unusual activites or circumstances surrounding this event.] Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).